Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer reverted to an alternate method of insulin therapy. The customer had a blood glucose level of 348 mg/dl.